Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Event description:
The patient reported exposed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of exposed wires on the power extension cable was confirmed. During the initial investigation boot-up the unit was unable to power on due to frayed and exposed wires. The backplate of the device and extension cord were removed, and the power supply was connected directly to the device and the device was able to power on and send reading successfully. No loss or interrupted power was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.